Manufacturer narrative:
The customer informed beckman coulter that au680 analyzer was decommissioned on 17november2020 and was replaced with dxc 700 au analyzer. A beckman field service engineer, was scheduled to go onsite to evaluate au680, however, there is no additional investigation which can be performed as the analyzer is no longer in service. The cause of the event is unknown. The customer did not provide calibration, qc and reaction monitor data. It appears the issue could be related to a potential sample issue. Beckman coulter also provided the complaint information to the gentamicin reagent manufacturer (siemens) on 17november2020. There was no evidence of a malfunction or issue with a beckman instrument or reagent. Customer repeated patient sample and obtained result considered normal. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported erroneous reported low gentamicin trough results generated on the au680 clinical chemistry analyzer. The erroneous patient results were reported out and later they were amended. The customer states there was a change in treatment for one patient due to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer received an infusion of gentamicin, dosage not provided. Customer states that patient had high creatinine level due to gentamicin infusion. Customer states that this patient was in-patient in hospital. Customer did not provide patient diagnosis or medication history. Customer states that patients creatinine level was trending down. Customer did not provide further information on patient.